Event description:
It was reported that the patient presented to the emergency room after reporting that they noticed their speed was lower than normal and was feeling dizzy. Interrogation showed frequent pulsatility index (pi) events with speed drops to low-speed limit. Patient thinks they saw a speed of 2900, but it was not seen in the report. Log files captured multiple pi events on 05dec2025 at 13:30:50 to 15:02:32. Log file also captured on 05dec20255, four low flow events. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log files contained low flow estimates as well as sustained low flow hazard events when the calculated pi was dynamic and elevated. The cause of the drops in speed and the patient dizziness was said to be hypovolemia. Patient was no longer symptomatic. Continued to have pi events and speed dropped but not as frequent. Continued to adjust diuretics. Patient was discharged with clinic follow-up.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed a low flow alarm as well as pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from 05dec2025. A low flow hazard alarm was captured. Of note, there were numerous pulsatility index events that filled a majority of the file and would have overwritten older data, per design. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pulsatility index (pi), section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.